Event description:
While using stryker drill with 14mm perforator tip, the tip broke when drilling into the skull. The perforator tip spun off out of control, hitting the pt. The pt sustained a left orbital wall chip.